Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli10) it was reported that condensation was found in the packaging of the eopa 3d arterial cannula, rendering it non-sterile and unusable. (Pli20) additionally, foreign material was present in another cannula from the same batch. The customer noticed these issues upon opening the packaging. The device was replaced. There was no patient involved.

Manufacturer narrative:
Correction d4: unique identifier (UDI) # format updated. Correction d9: "device available for evaluation?" And "return date", updated to blank. The device associated with this report was discarded by the customer. Correction h3: "device evaluated?" Updated to no. Correction h6: b18 added. Correction h11: the analysis for the device associated with MDR #2184009-2025-00577 was included in the previous report in error. The device associated with MDR #2184009-2025-00576 was discarded by the customer, so no analysis is available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection was performed at 18 inches with an unaided eye per medtronic grand rapids document (B)(4). There is evidence of a couple pieces of loose fm inside the peel pouch. Reason for return was confirmed. Additional info b5: medtronic received additional information that the sterile barrier was still sealed when the fm was identified. Additional info d9: updated the device evaluation availability and device return date additional info h6: updated the annex b and annex c codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.